Manufacturer narrative:
4310, 50 - on 10/21/2019 and 11/07/2019, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event from the site¿s risk management department: the da vinci-assisted cholecystectomy was completed robotically with no reported issues with the robot or any intra-operative complications. The patient was discharged the same day. She indicated that on (B)(6) 2019, while the patient was being taken to the other hospital in a personal vehicle, the patient reportedly expired. At this time, the root cause of the patient's death is unknown. However, according to the risk manager, the site does not believe the da vinci surgical system caused or contributed to the patient's death. The patient reportedly had several comorbidities. The risk manager indicated that the hospital has received the patient's autopsy report. However, as of 11/07/2019, the hospital is in the process of reviewing the autopsy report and no further clinical information was provided. Based on the current information provided, this complaint is no longer deemed reportable due to the following conclusion: the site does not believe the da vinci surgical system caused or contributed to the patient¿s demise. The site¿s risk manager indicated that the da vinci-assisted surgical procedure was completed with no reported device malfunctions or intra-operative complications. The risk manager also explained that the patient had numerous comorbidities.

Event description:
For follow-up information.

Manufacturer narrative:
(B)(4). Based on the current information provided, the root cause of the patient¿s post-operative complications and subsequent death are unknown. In addition, the following information is unknown: the patient's medical history, the age of the patient, what date the patient presented to the second hospital, and the patient's course of care at the second hospital. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Isi has attempted to contact the surgeon who performed the da vinci-assisted surgical procedure to obtain additional information regarding the incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient was admitted to another hospital with symptoms of shortness of breath and dilated pupils. The patient subsequently expired. However, at this time, the root cause of the patient¿s post-operative complications and subsequent death are unknown. There is no allegation that a malfunction of a da vinci surgical system occurred.

Event description:
It was reported that after undergoing a da vinci-assisted cholecystectomy procedure, the patient experienced post-operative complications and subsequently expired. According to the initial reporter, an intuitive surgical, inc. (Isi) executive sales representative (esr), an individual from another hospital informed him that a patient who underwent a da vinci-assisted cholecystectomy, came to the hospital with symptoms of shortness of breath. The patient, a male weighing around (B)(6) pounds, who reportedly had dilated pupils, was admitted to the ER. The esr reported that the individual speculated that the patient may have had post-operative internal bleeding. However, the esr indicated that the individual did not have any direct contact with the patient and was not involved with the patient's care at the secondary hospital. The esr did not know what medical intervention was administered to the patient as a result of the post-operative symptoms. The patient reportedly expired on an unspecified date and from an unknown cause. To his understanding, the hospital may be performing an autopsy per the family's request. The esr explained that he was present during the initial da vinci-assisted cholecystectomy procedure performed on (B)(6) 2019. The surgical procedure was not recorded on video. There were no reports of a malfunction of a da vinci system, instrument, or accessory during the case. The only intra-operative complication he observed was a "little bleeder" which the surgeon controlled with the application of an unspecified hemostatic agent. Per the esr, there was no allegation that the "little bleeder" was caused by a da vinci product. The surgical procedure was completed robotically. The esr indicated that the surgeon who performed the da vinci-assisted surgical procedure was aware the patient expired.